Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported when the patient tried to use the personal therapy manager (ptm) to get a bolus the 8286 error code appeared on the ptm. The error code indicated an empty reservoir. The patient noted that she was in a lot of pain and did not feel good. The patient noted her refill appointment interval had been longer than normal. The patient was normally filled once a month. The patient had not been filled since (B)(6) 2016 and had a refill appointment for (B)(6) 2016. The patient was advised to call the healthcare provider (hcp) right away. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a hcp indicated the cause of the empty reservoir was the pump refill was completed on (B)(6) 2016 and the refill date at max activations was (B)(6) 2016.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the empty reservoir alarm occurred on (B)(6) 2016 at 09:56. The pump had been delivering hydromorphone (18 mg/ml at 5.373 mg/day) and bupivacaine (13 mg/ml at 3.880 mg/day) at the time of the empty reservoir. The other medications the patient was taking at the time of the event included percocet 10-325 (1 by mouth every four hours for break through pain), prilosec 20 mg (1 twice per day), lovastin 40mg (1 tab daily), aspirin 81mg (1 tab daily), ferrous sulfate 325mg (1 twice daily), zyrtec 10mg (1 tab daily), senna laxative (2 tabs daily), caltrate (calcium/vitamin 600/400mg), vitamin c 500mg (1 tab daily), lasix 20mg (1 per day), and ambien 10 mg (1 at bedtime). The patient's medical history included allergies to medical tape and methadone. Troubleshooting performed related to the empty pump was noted as a dye study that was negative. The hcp filled the pump with saline until the dye study was completed. After that the pump was filled with medication and the patient was observed overnight in the hospital. The cause of the empty pump was not provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.